Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) died and it only lasted a year when she was told it would last almost 3 years. Due to the intensity and frequency usage that the patient used, the ins died within a year. The patient was currently back on her regular pain medications that she was on before the ins was implanted.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient stated that stimulator had stopped working and they wanted to get a list of health care professional (hcp)s to work with. There were no more details about the stimulator not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.